Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the customer was getting no delivery alarms prior to the event and the customer changed the battery, but not the infusion set. Troubleshooting also revealed motor error alarms after the no delivery alarms. During the phone call, the insulin pump was rewound without any motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.